Event description:
Breg received notice from hospital regarding an incident at the hospital related to a polar care kodiak unit. Post surgery, a nurse applied a kodiak with intelli flo pad to a patient's left knee following total knee arthroplasty. The unit and pad were disconnected while not in use by patient. Prior to re-applying to the patient for the next use, the pad tubing was reconnected to the unit and a leak was noted at the connection. The unit and pad were both replaced and no further issues were noted. User facility also reported the issue through medwatch report # 1992707228-2012-009.

Manufacturer narrative:
Kodiak was used with knee polar pad, lot # 221275006. Pad was evaluated as well as the unit and no problem was found. This malfunction was reported previously on MDR 2028253-2012-00023 and medwatch 1992707228-2012-008 which were submitted previously.